Event description:
Same case as MFR report #2134265-2008-01272. It was reported that following a coronary artery drug eluting stenting treatment procedure, stent thrombosis occurred. The 75% stenosed, calcified target lesion was in the severely tortuous proximal to mid sections extending to the 1st diagonal artery in the left anterior descending (lad). The mid lad was predilated with an unk size non-bsc balloon catheter. A 3.0x28mm taxus express2 drug eluting stent (des) was implanted in the mid lad. The proximal lad was predilated with an unk size non-bsc balloon catheter. A 3.5x18mm non-bsc des was implanted in the proximal lad overlapping the 3.0x28mm taxus express2 des. A 2.5x8mm taxus express2 des was implanted in the lad at the 1st diagonal. A dissection was noticed in the proximal portion of the 3.5x18mm non-bsc des. A 3.5x8mm non-bsc des was implanted to treat the dissection. Intravascular ultrasound (ivus) was performed. The blood flow through the proximal and mid lad was "improved". The pt was discharged on an unspecified date. Five days following implant, the pt experienced "hardly" chest pain. St-segment elevation was noted on the pt's electrocardiogram that did not respond to nitroglycerin. Thrombosis was discovered in the proximal lad inside the previously implanted non-bsc des. The thrombosis was aspirated with an unk type catheter. Both "red" and "white" thrombosis was noticed. The thrombosis was also treated with angioplasty using an unk size non-bsc balloon catheter. The patent required percutaneous cardiopulmonary support (pcps). Eight days later, the intraortic balloon pump was removed. The pt remains hospitalized.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the mfg documentation for the particular top assembly batch of device that was used in this procedure is not possible as the batch number is unk. Taking into consideration the thorough evaluation and the details of the complaint, this investigation will be assigned the most probable root cause classification of anticipated procedural complication. A CAPA has been initiated to address this issue.